Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via website form that the device failed the audio test. The customer¿s blood glucose during the incident was unknown. No further troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device communicated properly with test guardian link transmitter. Unable to test auto mode due to hardware low level failures error device received with the audio alert and vibration alert functioning properly. No audio alert anomaly or vibration anomaly noted. Device alarmed hardware low level failures error during self test and confirmed in the device history due to broken pin on keypad assembly.